Event description:
Pt developed neck swelling after their second prosorba column treatment. They were diagnosed with a deep vein thrombosis in their internal jugular vein at the site of a permcath that had been place for prosorba treatments. They were hospitalized, anticoagulated and the catheter was removed. They will receive no further prosorba treatment.